Manufacturer narrative:
The subject device remained inside patient.

Event description:
It was reported that the subject flow diverter was placed for treatment of right internal carotid artery - cavernous aneurysm. Although the subject flow diverter was deployed, the placement position was more distal than planned, therefore, the subject flow diverter was re-sheathed, was repositioned, and it was re-deployed/placed in the proper position. However, additional embolization operation was performed again the day after the surgery to cover the shunt area (parent artery embolization of the inner non stryker flow diverter and perimeter of the flow diverter was performed with coils). The distal end of the subject flow diverter may have slipped during some operation, and by performing additional operations, the distal end of the subject flow diverter may have advanced/pierced into the tunica media of the vessel, resulting in a direct-ccf (carotid cavernous fistula). Because the surgery took a long time, the surgery was finished while the shunt could not completely disappear and reflux into the sps was observed. No other information was provided.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that after placement of the surpass streamline fd, distal end of the fd may have slipped during some operation, and by performing additional operations, the distal end of the fd may have advanced/pierced into the tunica media of the vessel, resulting in a direct-ccf. Flow diverter may have advanced/pierced into the tunica media of the vessel. Cerebral angiography after implantation revealed direct-ccf. Additional operations were performed: parent artery embolization of the inner fd and perimeter of the fd was performed with coils. Information provided by the customer indicated that the intended treatment location was in the ica. It is most likely that anatomical or procedural factors contributed to the reported event, but as the device was not returned to site and due to limiting information a definitive assignable cause cannot be determined. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that the subject flow diverter was placed for treatment of right internal carotid artery - cavernous aneurysm. Although the subject flow diverter was deployed, the placement position was more distal than planned, therefore, the subject flow diverter was re-sheathed, was repositioned, and it was re-deployed/placed in the proper position. However, additional embolization operation was performed again the day after the surgery to cover the shunt area (parent artery embolization of the inner non stryker flow diverter and perimeter of the flow diverter was performed with coils). The distal end of the subject flow diverter may have slipped during some operation, and by performing additional operations, the distal end of the subject flow diverter may have advanced/pierced into the tunica media of the vessel, resulting in a direct-ccf (carotid cavernous fistula). Because the surgery took a long time, the surgery was finished while the shunt could not completely disappear and reflux into the sps was observed. No other information was provided.